Event description:
The following incident description was forwarded to siemens medical systems inc em pcs (via siemens ag, in germany) by an attorney for a pt who allegedly received injuries from an esu procedure performed at hospital overseas. (User facility which owns the device) has not contacted siemens regarding this incident. The incident is described as follows: pt suffered serious burns during an operation procedure, using an electrocauterizer device (radiotom 804e).